Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report#1627487-2018-03137, reference MFR report#1627487-2018-03141, reference MFR report#1627487-2018-03143. It was reported high impedances on the right vertebral l1 lead. Also, imaging confirmed one of the drg leads became loose from the ins. As a result, surgical intervention was undertaken ((B)(6) 2018 ) wherein the t12 lead was replaced (intraoperatively the lead was found to be fractured). Reportedly, the physician decided to replace the ins. Impedance issue was resolved post-procedure.